Event description:
It was reported that during a secondary chemo infusion using a non nd set, the user observed that the device pulled fluid from the primary line causing the tubing to collapse, customer stated like a "vacuum" .there was no patient harm reported however the customer stated that there was a delay in patient treatment (time not specified).the event occurred in the infusion center.

Manufacturer narrative:
Concomitant medical products: secondary IV set model: list, no 14230-28 by icumedical;secondary sets are also capped with a spiro. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however only provided patient was an adult.

Event description:
It was reported that during a secondary chemo infusion using a non nd set, the user observed that the device pulled fluid from the primary line causing the tubing to collapse, customer stated like a "vacuum" .there was no patient harm reported however the customer stated that there was a delay in patient treatment (time not specified).the event occurred in the infusion center.